Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.8, lab: 8.0; date: (B)(6) 2013, inratio: 2.3. Two hours between testing on (B)(6) 2013. After the comparison with the lab the patient self tester was instructed not to take coumadin that night. The next morning, he retested and obtained an inratio = 2.3.

Manufacturer narrative:
Investigation pending.